Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used during an stenting procedure performed on (B)(6) 2009. According to the complainant, during deployment attempt the inner sheath was retracted without any resistance. However, it was noted under fluoroscopy that the sheath was torn in two. The device was removed and found to have a slit around the torn area. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).